Event description:
It was reported that a stent damage occurred. The target lesion was located in an unspecified artery. A 2.25x20mm promus element plus stent delivery system was selected to treat the lesion but unable to cross the lesion. The physician pushed the device to the lesion but the issue was not resolved. The physician removed the device from the patient and found that the stent was lifted. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Struts from the most distal stent row were damaged and raised distally. In addition, two struts towards the centre of the stent were also slightly damaged. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in an unspecified artery. A 2.25x20mm promus element plus stent delivery system was selected to treat the lesion but unable to cross the lesion. The physician pushed the device to the lesion but the issue was not resolved. The physician removed the device from the patient and found that the stent was lifted. No patient complications were reported and patient's status was good.